Manufacturer narrative:
Other, other text: customer response email received with new information : no patient involvement.

Manufacturer narrative:
Returned device was received with a badly damaged pcb (broken pots and lcd). Broken float switch. Cracked front cover. Faded line cord. During the evaluation of the device the customer reported condition was confirmed, physical damage to the pcb. Probably due to forcing the front cover on or dropping the device. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical fluid warmer displayed incorrect temp and had a bad screen. No adverse patient effects were reported.